Event description:
The head section will not lower below 10 degrees, due to the magnets securing the ticking to the sleep deck came out of their pockets, and wedged between the seat and the head deck.